Manufacturer narrative:
Additional information: d10. One level 1 hotline low flow systems - hl-90 was returned for analysis. The device had impact damage to lcd and bent microswitch. Testing started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue of a "switch issue" was confirmed and was due to a bent micro switch due attributed to the customer. The micro switch was replaced along with the printed circuit board and preventative maintenance was performed.

Event description:
Information was received indicating that there was a switch issue to a smiths medical level 1® hotline® low flow system. There were no reported adverse effects.